Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable split and leaking cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the customer reported malfunction: defective ccd (charge coupled device). A definitive root cause could not be determined for the cable split and leaking cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an error e221, and no picture. The issue occurred during an unknown procedure. The procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an error e221, and no picture. The issue occurred during an unknown procedure. The procedure was completed with another scope. There were no reports of patient harm.